Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use with a patient with a third-degree atrioventricular block (av block), the external pulse generator (epg) shut down and refused to turn on again. It was later discovered that the battery was wrongfully inserted. The epg remains in use. No patient complications have been reported as a result of this event.